Event description:
A surgeon reports a haptic was found loose in the anterior chamber one day following intraocular lens (iol) implant surgery. The lens was removed and replaced. Upon removal, the second haptic snapped off as well, but was retrieved. The surgeon reports that the pt's prognosis is good.